Event description:
The patient reported to philips that while using the dreamstation 2 the device power supply turns very hot once the device is in used and the patient smells like a burning smell. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.